Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had no non conformities and some signs of clinical usage. There was some evidence of blood. Resistance and jaw force measurements passed specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. Based upon this observation, the reported complaint for "no power" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 was being used on a radial harvest and stopped working. This occurred about 1/4 - 1/2 through the procedure; the dissection went fine; but then after several branch cuts, there were no beeps, or smoke and the branches were not dividing. They cleaned the jaws and reconnected the cord, but the device still would not work. A replacement vasoview 7 bisector kit was used to complete the procedure. There were no pt effects. The product was returned.